Event description:
It was reported by the patient on (B)(6) 2025, her pdm (personal diabetes manager) delivered an uncommanded bolus resulting in hypoglycemia. The patient reported she changed her pod around midnight and went to bed. Between 3:30-4am her husband found her unresponsive and cold with shallow breathing. He checked her omnipod pdm and saw a message stating action required. He also noted the pdm was showing 12.5 units of iob (insulin on board). The patient was able to consume some regular soda, which increased her glucose levels. Review of the pdm history indicated at 12:05am the system was switched to automated mode, just after the patient had changed her pod. The patient received a micro bolus adjustment for blood glucose at 12:55am, and then the system paused insulin delivery. Her glucose level at 1:15am was noted to be 132 mg/dl. At 2:50am, the patient's glucose had declined to 51 mg/dl, however, the patient felt her glucose was actually lower, but did not confirm with a blood glucose monitor. The system switched to manual mode at 3:43am and started to deliver the patient's programmed basal rate settings of 1 unit per hour. At 3:43am the history showed a bolus of 12.3 units was delivered. The patient reported this was an uncommanded bolus and denied any interaction with the device. She reported her last interaction with the pdm was at 12:05am. The uncommanded bolus showed a smartbolus calculation for 111 grams of carbohydrate with an I:c (insulin to carbohydrate ratio) of 1 unit per 9 grams of carbohydrate for a total of 12.3 units. No glucose level was entered in the smartbolus calculator at that time. The patient does not recall where the pdm was during the uncommanded bolus time, however she reported it is usually on her nightstand. The patient was treated at home by her husband, and did not require further intervention by a health care professional.

Manufacturer narrative:
In the case description, the user mentioned receiving a 12.3 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 12.3 u bolus on the date of occurrence. The audit log files showed that a 12.3 u bolus based on a carb entry of 111 g was confirmed and started. Immediately before this bolus was confirmed, the audit logs showed that an urgent low glucose alert was acknowledged and the mode was switched. The engineering logs show that the bolus button was pressed to open the bolus calculator. The logs showed that the carb entry was increased one digit at a time from 0 to 1 to 11 to 111 g. The logs then show that the confirm button was pressed to bring the flow to the confirm bolus screen and then start button was pressed to begin bolus delivery. The bolus record showed that a bolus amount of 12.3 u was confirmed that was not adjusted manually. The logs show that the bolus amount of 12.3 u was correctly calculated based on the carb entry of 111 g and an insulin to carb ratio of 9. The log files showed evidence of interaction with the controller to program the reported bolus. No evidence of an uncommanded bolus was observed in the available logs. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g6.